Manufacturer narrative:
The "used/damaged" 1" ultraclean electrode was not returned to conmed for evaluation, as it was discarded at the user facility. Follow-up with the user facility revealed that the bovie tip was examined and there was a separation between the blue bovie tip covering and the grey portion exposing a metal section. The blue shield was not in place. The bovie pencil was removed from the field. However, no visual evidence (photographs) of failure was made available. Without the involved device, a failure analysis of the complaint device could not be completed therefore the reported failure cannot be verified. The device was manufactured 13-jun-2016. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing (B)(4) units, there were no other similar complaints received. A 2-year review of product history for this device family revealed a total of 3 occurrences for burned including this complaint. During this same 2-year time frame, (B)(4). To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. This type of failure mode is addressed in the risk documents and the safety risk has been found to be acceptable. As reported by the facility representative, the settings utilized during this surgery were 30 cut and 30 coagulation and the reported model number for the esu generator suggests it is not a conmed device. The IFU states, the user is advised to use the lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. The IFU also provides the following warnings and precautions: -these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. -improper electrode installation may result in injury to the patient or operating room personnel by arcing at the pencil/electrode connection. -never allow the associated accessories connected to these devices to be in contact with skin of the patient or operator except during intended activations. -do not permit the cables connected to the associated electrosurgical accessories to be parallel and in close proximity to the leads of other electrical devices. -always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use.

Event description:
This incident was discovered from medwatch report mw5064943 on 10-october-2016. The description of the incident on (B)(6) 2016 as it appeared on the medwatch report is as follows: "right breast, on the right side of the areola was burned from the separation between the grey piece and the blue covering on the bovie tip." The medwatch report indicated that the patient sustained a serious injury requiring intervention. Follow up email reply received from the risk manager stated that "during the right breast localization partial mastectomy with injection of the blue dye technique / sentinel lymph node biopsy with hidden scar technique and local advancement flap, the scrub tech noticed a burn on the areola right side of the patient's right breast and notified the surgeon. As reported, the surgeon excised the burn area and sutured it closed and applied silvadene cream. The procedure was otherwise completed with no issues. The patient recovered well and was discharged to home in stable condition. The patient was seen by the surgeon on (B)(6) 2016 and the breast was healing well". To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.